Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing of noise on the secondary sensing vector. The patient went to the clinic for testing, and noise was also seen on the primary sensing vector, so the s-ICD was reprogrammed to the alternate sensing vector. The s-ICD system remains in service. No adverse patient effects were reported.